Event description:
It was reported that the patient implanted with an implantable loop recorder (ilr), felt symptomatic and went to the hospital. It was noted that the ilr did not sense the asystolic event which was recorded on telemetry. It was found that there were no events recorded. The ilr was explanted and replaced with an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient expressed dissatisfaction, aggravation, anxiety, and grief due to the ilr not functioning as expected.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.